Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose level was 3.2 mmol/l, which is within the normal range. The customer reverted to using multiple daily injection (mdi) therapy as a backup to ensure continued insulin delivery.